Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut off occurred. It was indicated that the patient was using an unsupported operating system. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.